Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was broken. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the distal pressure sensor pin was broken. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter by query by hospira personnel.